Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. No button error alarms observed. All the buttons did function properly. However, corroded keypad traces noted during visual inspection.

Event description:
The customer reported a button error. The blood glucose reading was 121 mg/dl. The unit was exposed to moisture was out in rain. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.